Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be, "a defective temperature cable". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device received an alarm 14 (patient temperature 1 probe out of range). The nurse confirmed that the device was in temperature 1 outlet, the temperature cable connected to the foley probe. Mss advised that the issue was either temperature cable or temperature probe. The nurse checked for another cable. Per follow up 1 on 04jan2021 via nurse, took patient off device and packed them with ice until they were able to switch to a second device to complete therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an alarm 14 (patient temperature 1 probe out of range). The nurse confirmed that the device was in temperature 1 outlet, the temperature cable connected to the foley probe. Ms&s advised that the issue was either temperature cable or temperature probe. The nurse checked for another cable.